Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redw1049 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw1049) have been reported from the same facility.

Event description:
It was reported that when the line was flushed it leaked, a pinhole was found on the extension set.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause could not be determined. One 4 fr dl powerpicc sv catheter was returned for evaluation. Evidence of use was present throughout the sample. Both lumens were flushed with water using a 12 ml syringe. A leak was observed at the white hub extension leg interface. Microscopic observation revealed a circumferential split at the proximal end of the extension leg. The break surface was observed to be rough and granular with beach mark patterns. Based on the characteristics of the split, possible contributing factors include excessive manipulation or kinking leading to material fatigue. The product instructions for use (IFU) states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ a lot history review (lhr) of redw1049 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redw1049) have been reported from the same facility.

Event description:
It was reported that when the line was flushed it leaked, a pinhole was found on the extension set.